Event description:
Distributor became aware on 2/12/96 of an incident that occurred while performing a ptca procedure. During the procedure the guide wire from the introducer kit unraveled and a piece of the wire detached in the pt. The detached segment was retrieved successfully and there were no pt complications involved. No further details regarding the circumstances surrounding this event are available.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.